Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump primed properly and no prime anomaly noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump kept rewinding and that, while rewinding, insulin would pour out. The customer's blood glucose was 296 mg/dl. Troubleshooting was done. The customer explained that insulin was squirting out during the manual prime process and that she was unable to exit the preparing to prime loop. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.